Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue (expired strips. Strip vial open for more than a year).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is unknown. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is approximately one year ago. The meter memory was reviewed for previous test result history (date / time not set): lo mg/dl (B)(6) 2017 12:00 pm fasting: yes; lo mg/dl (B)(6) 2017 12:00 pm fasting: yes. Customer and wife called about meter reading lo, the serial number on the meter was ripped off, so there is not serial number to report. Customer started using the strips about a 1 yr ago and started to use the meter again about 5 days ago. Every result was lo, no symptoms. Even his wife who is not diabetic read lo. I did advise about the strips being opened for so long are now expired and not to use those strips anymore. Customer does not have a normal glucose range since he just started back to using the meter again and it has not given a blood reading.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned strip vial observed to contain test strips from multiple vials. Unable to test. Most likely underlying root cause of malfunction: strip issue. ( expired strips. Strip vial open for more than a year). Note: the test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is unknown. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is approximately one year ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer and wife called about meter reading lo, the serial number on the meter was ripped off, so there is not serial number to report. Customer started using the strips about a 1 yr ago and started to use the meter again about 5 days ago. Every result was lo, no symptoms. Even his wife who is not diabetic read lo. I did advise about the strips being opened for so long are now expired and not to use those strips anymore. Customer does not have a normal glucose range since he just started back to using the meter again and it has not given a blood reading.